Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned stent delivery system (sds) revealed that the stent implant was stationary on the tightly folded balloon between the markers with no damage noted. In this case, the reported "white fiber" noted on the stent appears to be a strand of balloon material. There was one strand of balloon peeling in the distal taper of the balloon. The strand did not extend under the stent implant. There was no other peeling noted on the balloon. Although the analysis could not determine the source of the peeling, potential factors that could cause balloon peeling include, but are not limited to, mfg, balloon material, during sheath removal, during handling or due to interaction with associated devices. The stylet was returned inserted through the guide wire lumen and the protective sheath was returned covering the stent implant. There was no damage noted to the stylet or to the protective sheath. Although not reported, there was a kink in the shaft distal to the guide wire exit notch. Potential factors that can contribute to kinks in the shaft prior to use include, but are not limited to, damaged during removal from packaging at the account, damaged while handling during prep or damaged during mfg. A review of the finished device lot history records (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot that could have contributed to this complaint and there have been no other incidents for foreign material or balloon shredding reported for this lot. Additionally, a review of the balloon material lot was performed and there were no nonconforming material records (ncmr) associated with this lot. Overall, a conclusive cause for the noted balloon peeling and kink in the shaft could not be determined; however, there is no indication to suggest a product quality deficiency. Product performance engineering will monitor the incident circumstances. All stent delivery systems are subjected to a 100% visual inspection and a quality control audit inspection is used to verify the product quality. Additionally, all stent delivery systems are 100% inspected for kinks and bends during the mfg process.

Event description:
Device issue: peeling balloon material. Time of device issue: during preparation. Adverse event: none. It was reported that during preparation, the physician found a "white fiber" attached to the promus stent. There was no reported pt involvement. No additional info was provided. During return device analysis, peeling balloon material was observed. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.